Event description:
(B)(4). I am having surgery to remove my tubes and devices on (B)(6) 2016.

Event description:
(B)(4). Started having problems digesting food, lower back pain, headaches/migraines, gallbladder removed in (B)(6) 2014, developed hidradenitis suppurativa, tooth decay, blurred vision, heat intolerance, severe cramping during period, bleeding in between periods, cycle became irregular, brain fog, nausea/vomiting, chest pain/shortness of breath. A 2.7cm cyst on my left ovary.